Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient has issue with the buttons on their insulin pump. Patient's blood glucose level is at 166mg/dl. Trouble shooting is conducted. Patient is advised to cease use of pump and resort to back up. Device is being returned. No further information available.